Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a laparoscopic gynecological procedure on an unknown date and absorbable hemostat was used. During the procedure, the product was implanted to control bleeding. Following the procedure, the patient developed what appeared to a radiologist to be an abscess under CT scanning. The patient underwent an additional procedure to remove the abscess, during which it was discovered that the abscess was a piece of retained product. It was reported that the patient is in stable condition at this time. Additional information has been requested.